Event description:
During aortic valve replacement, a crown valve size 23 was implanted using a running suture technique. In the intra-operative trans esophageal echocardiogram (tee), a leak was detected. The surgeon decided to remove the valve and re-implant it using a non everting interrupted suture with pledgets, but again the intra-operative tee showed a regurgitation similar to the previous one with regard to location and severity. During this second attempt, it was clarified that the regurgitation was located centrally. Due to high risk patient, the surgeon decided to explant the device and did not try to implant another crown 23mm (in order to prevent a fourth cross-clamping in case of failure). He eventually implanted a different valve (mosaic). The surgeon excluded any relationship between the anatomical features of the patient and the device. He thinks that the problem was most likely related to that specific device.

Manufacturer narrative:
The device was received for analysis on march 21, 2017 and a gross examination was performed

Manufacturer narrative:
The returned valve was received without any kind of storage liquid and totally dehydrated without any possible leaflet movement therefore no additional analysis was able to be performed on the returned valve. The complete manufacturing and material records for the crown prt aortic pericardial heart valve, model cna23 , (B)(4), were pulled and reviewed by quality control at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release.